Event description:
Information received by medtronic indicated that the insulin pump had crack battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w ver 4.11d. Retainer = black. The pump was returned for cosmetic damage located on the battery compartment found on 3/28/2022. The pump was received with moisture damage on the inside of the battery compartment and a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history and trace files. A review of the downloaded history files reveals on 4/3/2022 at 17:29 the pump alarmed pump error 35 which caused the critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection. Moisture damage was found on the j2 connector of pcba 1 (force sensor connector) and the force sensor flex cable tail. The force sensor zero offset is within specification (23.8 mv). Critical pump error (open book image) alarm and pump error 35 alarm are due to moisture damage on the force sensor circuit. The following were noted during physical inspection: scratched case, stained keypad overlay, end cap address label faded, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads are confirmed. Critical pump error (open book image) alarm and pump error 35 alarm are confirmed due to moisture damage on the force sensor circuit. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.